Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during testing, there was an oxygen sensor error. The oxygen sensor was replaced, which resolved the reported issue. There was no pt involvement.